Event description:
The pt was undergoing arthroscopic surgery to repair a rotator cuff tear. During the process of inserting one of the suture anchors, the meal inserter tip broke off. Because it is deeply embedded in the humerus and not exposed within the joint it was decided to leave it rather than attempt to remove it.